Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per consumer, her lift handset went out and she was scared when she had to press the emergency release. She said that it released her too fast. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.